Manufacturer narrative:
Updated fields: b4, d9, d8, e1 (phone number and event site city), e2, e3, e4, g3, g6, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11.it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that on-site testing revealed that the data was within the factory required range and met the factory specified requirements. No spare parts were replaced. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm. The automatic inflation failed when the device was put on. No patient harm reported.